Event description:
It was reported the bipolar impedance, 250-260 ohms, was less than unipolar, 333 ohms. The possibility of an insulation breach was discussed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.